Event description:
Pt was restrained in bed as a fall precaution; during restraint/fall rounds, primary care nurse discovered pt between the side rail, buttocks and extended legs on the floor. Her back was against the bed, vest restraints in place around torso (straps intact). Gortex over lay in use (1st step), hillrom century cc bed, de royal sleeved vest.